Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 anvil dislodged after third firing, so the anvil would not open nor close as intended. Another instrument was used to complete the case. There was no consequence to the pt.